Event description:
False positive advia centaur cp troponin ultra results were obtained by the customer and considered discordant when compared to the repeat test results from a new troponin reagent pack. All initially positive results are confirmed by the customer before reporting. There was no known report of adverse health consequences due to the discordant troponin ultra cp results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and did not find any noticeable system issues. The fse has replaced the fluid detection and bubble detector on probe 1 and the heater coil on rp1. The cause for the discordant results is unknown. No conclusion can be drawn. The instrument is performing within specifications.